Manufacturer narrative:
Correction 12/05/2017. Concomitant medical products: device available for evaluation was initially submitted as 'no'. This has been corrected to 'yes' with a return date of 12/19/2016. Date rec¿d by MFR: the aware date was initially submitted as 12/13/2016. The actual aware date is 12/17/2016. There was no death or device malfunction associated with the reported burn following the appropriate defibrillation. There is no indication the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality. Device manufacture date: monitor sn: (B)(4),04/19/2012. Belt sn: (B)(4), 07/06/2015. Per review of the treatment event indicates the impedance at the time of the treatment was 20 ohms which is within the normal range. The electrode belt appropriately deployed gel prior to the treatment. There was no indication of device malfunction contributing to the reported burn.

Event description:
A us distributor reported a patient experienced a treatment event while wearing the lifevest. The patient received two appropriate treatment shocks during vt. The post shock rhythm was sinus tachycardia at 130 and 125 bpm. The patient went to a medical facility following the treatment event. The patient reported a burn that was described as a "very serious burn" with a blister. The patient went to a medical facility; however, there is no indication of a medical intervention. Per the downloaded software flags, the device properly deployed gel. The impedance reading was noted to be 20 ohm, which is considered within normal limits. There is no indication of a device malfunction contributing to the reported burn. Based on the available information there is no indication the patient sustained a serious injury.

Manufacturer narrative:
There was no death or device malfunction associated with the reported burn following the appropriate defibrillation. There is no indication the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality. Device manufacture date: monitor sn: (B)(4) - 04/19/2012. Belt sn: (B)(4) - 07/06/2015. Per review of the treatment event indicates the impedance at the time of the treatment was 20 ohms which is within the normal range. The electrode belt appropriately deployed gel prior to the treatment. There was no indication of device malfunction contributing to the reported burn.

Event description:
A us distributor reported a patient experienced a treatment event while wearing the lifevest. The patient received two appropriate treatment shocks during vt. The post shock rhythm was sinus tachycardia at 130 and 125 bpm. The patient went to a medical facility following the treatment event. The patient reported a burn that was described as a "very serious burn" with a blister. The patient went to a medical facility; however, there is no indication of a medical intervention. Per the downloaded software flags, the device properly deployed gel. The impedance reading was noted to be 20 ohm, which is considered within normal limits. There is no indication of a device malfunction contributing to the reported burn. Based on the available information there is no indication the patient sustained a serious injury.